Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 21aug2019. The manufacturer¿s field service engineer (fse) confirmed the error in the device history log. The fse replaced the exhalation flow sensor to solve the problem. The unit passed est and the required test of the performance verification successfully. The part was returned to the manufacturer for investigation: it was determined the reported complaint of the exhalation flow sensor reading out of spec. Was duplicated due to the exhalation flow sensor heated film element was contaminated. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Customer reported the unit failed the oxygen delivery test. There was no patient involvement.